Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations found that the pitch cable was broken at the distal clevis hub. The cable segment that contained the crimp was still installed in clevis. The clevis did not exhibit any damage or wear marks. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. The customer reported complaint does not itself constitute a MDR reportable event; however; the broken pitch cable, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that after a da vinci surgical procedure, the customer noted that the pk dissecting forceps instrument cable was broken near the wrist and the tips were not aligned. There was no report of fragments falling into a patient. No patient harm, adverse outcome or injury was reported.